Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced the following "lost the ability to walk and went limb while walking with their dog, lost the strength to stand, lost a piece of their teeth and had a seizure while laying on the ground." Paramedics were called and upon arrival, helped the customer up, measured the pressure and obtained a blood glucose of 3.9 on a emt device. The customer was provided with sugar candies and pastilles for hypoglycemia treatment. Also, self treated with juice and other glucose foods afterwards. There was no treatment provided in the facility. There was no report of death or permanent impairment associated with this event.